Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been receiving large differences between sensor and blood glucose readings. Customer also reported recent event in which her blood glucose level dropped to 44 mg/dl after exercising. Customer stated that she treated with glucose tabs. The insulin pump was not replaced or returned for analysis.